Manufacturer narrative:
No device or logs will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pump with nitroglycerine turned itself on and began infusing unexpectedly. The patient complained of a nitro headache and reported that he observed the pump being turned off earlier in the day. There was no report of lasting patient harm.